Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient complained of pain in his hand. X-ray analysis revealed a broken plate. The initial fixation was performed on an unknown date in (B)(6) 2020. The doctor planned for the revision surgery on an unknown date. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 1.5mm ti val t-plate 3 holes hd-7 holes shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: picture review: narrative (plate breakage) could be confirmed from provided picture/x-rays. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery took place on (B)(6) 2020, using the variable angle (va) hand set. There was some minimal bony growth, but the surgeon removed the damaged plate and the minimum growth and fixed it with a new plate. Patient is okay now.